Event description:
It was reported the stimulation was turning off on its own daily. The impedances were measured and no problems were found. The device was interrogated and at the time it was on and operating without issues. The reporter believed the patient saw her "mvd nl" on (B)(6) 2012, but no confirmation of the appointment was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6), product typ extension, product ID 3387s-40, lot# v014191, implanted: 2007 (B)(6), product typ lead. (B)(4).